Event description:
The physician attempted to remove the torquing device on three different flex separators. The torque device would not come off any of the separators. The torque device appeared to get hung up at the distal point of the proximal color band/shrink wrap. Two of the torque devices were broken to remove from the flex wire while the third remained on the device. It appeared to the physician that the torque device got hung up on the color band upon removal. No issues presented themselves when putting the torque device on the separator flex. This MDR is associated with mdr3005168196-2010-00644 and mdr3005168196-2010-00645.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.